Event description:
The pt reported tha the gets "zapped" and experiences various symptoms, including humming sounds, "cracks his neck so loud that his wife could hear it in the car," and forcing his head to his shoulder. The symptoms occur when he encounters an emi field including when he gets between two cellular or emergency towers, various stores (including target and a local restaurant), and a home alarm system. Pt reports that the symptoms occur when the stimulator is turned on. The pt reports that he is very sensitive to emi so that even walking through the door of the store, his stimulation moves and his pain returns for 15-30 mins after he leaves the emi field, then the device returns to normal function. Additional info received from the hcp reported that the pt experienced symptoms of overstimulation, and he treated the pt with reassurance. No further treatment or outcome was reported.